Manufacturer narrative:
Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. The customer was using apidra insulin. Tandem technical support informed customer that using apidra insulin, is off label per the user guide. Reportedly, the customer's mother assisted the customer "up" after the customer passed out due to elevated (bg). The customer went to the emergency room (ER) with a blood glucose level of 580-600 mg/dl and high ketones. The customer attempted to address the elevated (bg) by changing the pump supplies and attempting a bolus via the pump. The customer was observed at the ER only, no medical treatment was administered as the customer had resumed insulin delivery on the pump. The customer was released on (B)(6) 2023 with no permanent damage and the issue resolved. A system check was performed by tandem technical support, and the pump is performing as intended. Ultimately, the customer reverted to an alternate form of insulin therapy.